Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited high capture threshold and high pacing impedance. The rv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of inadequate capture and high pacing impedance were not confirmed. A complete lead was returned for analysis. Electrical testing, visual examination and x-ray inspection of the lead were normal with no anomalies found with the exception of procedural damage.